Manufacturer narrative:
Investigation summary: a picture was returned showing the additive port stopper separated from the additive port subassembly. Additionally, received three (3) used list# 079510472 empty lifecare containers. As received a cut was observed on the upper corner of all three containers. The deformation of the area was observed to have smooth, straight edges, typical of a cut with a sharp object. The container was dimensionally measured, and a failure was found on the additive port assembly of one of the containers. The integrity of the ports on each of the containers was tested. No leakage was observed on any of the samples. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint loose port can be confirmed. The probable cause is unknown.

Event description:
An event involved an empty lifecare container 500 ml where the customer reported that the device had loose ports that could pop off and allowed the fluid to leak through. There was unknown patient involvement and unknown human harm